Event description:
During an elective replacement procedure, it was not possible to remove the leads from the header of the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The event of failure to remove lead from header was reported to abbott and could not be confirmed. The pacer was received with broken header and battery voltage at elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Measured header bore and all measurements are within specifications. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.